Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue. A visual inspection of six companion samples was conducted. The visual examination did not observe any product defects or abnormalities. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
The consumer stated that her tampon came apart upon removal and pieces remained inside of her. She indicated that the event occurred on four different occasions. She was able to remove the remaining pieces on the first three occasions; however, on the forth occasion, she visited a doctor to have the remaining pieces removed.